Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2020-03793, related manufacturer report number: 2916596-2020-04068. It was reported that the patient was coding. After the patient passed, the ventricular assist device coordinator noted that there were no alarms after the disconnecting the equipment. The batteries were completely drained and the controller did not alarm when driveline was removed. Upon device interrogation it was found that there were low battery advisories and hazard alarms. Log file analysis showed a no external power alarm recorded on the history as well.

Manufacturer narrative:
Section h1: type of reportable event was corrected from 'death' to 'malfunction' as the patient death is reported under MFR # 2916596-2020-03788. Manufacturer's investigation conclusion: the mobile power unit (mpu) was added to the complaint due to the no external power alarm observed in the log file. The mpu-21929 was not returned for evaluation and the review of the log file revealed that the no external power alarm was a result of both power cables being disconnected during power exchange from 14v batteries to mpu. The system continued to operate supported by the backup battery and the no external power alarm cleared after the power cables were connected the mpu. Reference MFR # 2916596-2020-03793 for the returned system controller. There is no allegation or issue reported for the mpu. The device history records were reviewed and the records revealed the mpu was manufactured in accordance with mfg and qa specifications. Heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ and heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Section 3 of the heartmate ii instructions for use states that: "patients must always connect to the power module for sleeping (or when sleep is likely) because they may not awaken to hear low power alarms for batteries". Heartmate ii lvas instructions for use and heartmate ii patient handbook caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.